Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's insulin pump alarmed no delivery several times. The patient's blood glucose at the time of incident is unknown. The customer already changed the infusion set and reservoir and the no delivery alarm persists. The customer was advised to revert to their medically prescribed back-up plan. The insulin pump will be returned for analysis and the customer will receive a replacement device.

Manufacturer narrative:
The pump was received with operating currents within specification. The pump passed the self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No unexpected no delivery alarms were noted. The pump was received with a cracked case at the display window corners, a cracked belt clip slot, a corroded battery tube and minor scratches on lcd window.